Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 25-nov-2024. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 23-oct-2024, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant hematocrit result on an 33-year-old female patient. There was no additional patient information at the time of this report. Method: date: tested: k: hct: hb: I-stat, on (B)(6) 2024, 17:16, 6.2 mmol/l, 39 %pcv, 13.3 g/dl, I-stat, on (B)(6) 2024, 17:25, 6.0 mmol/l, 30 %pcv, 10.2 g/dl, I-stat, on (B)(6) 2024, 17:43, 3.5 mmol/l, 38 %pcv, 12.9 g/dl. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.